Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to failure to achieve hemostasis include, but not limited to, poor or partial tissue capture, air knot. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a moderately calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The suture of two proglide devices were successfully pre-placed. The sheath was upsized to a 16f, and the interventional procedure was completed. Reportedly post procedure, hemostasis was not achieved with the two pre-placed sutures. A third proglide device was used however hemostasis was only partially achieved. It was confirmed that the suture knot of the three proglide devices were successfully advanced to the vessel wall and tightened (functioned as intended); however, complete hemostasis was not achieved. Manual compression was applied for 15 minutes which ultimately achieved hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.